Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Constant pump error 38 alarms noted during rewind due to motor flex cable not plugged in properly to j5 on pcb1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had an pump error alarm. Customer stated that they were able to clear the alarm and complete the rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.